Manufacturer narrative:
Per the tandem user guide - do not start to use your pump before consulting with your healthcare provider to determine which features are most appropriate for you. Only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. In addition, only your healthcare provider can determine your cgm settings and how you should use your sensor trend information to help you manage your diabetes. Incorrect settings can result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 32 mg/dl. Customer is new to the pump and believes their settings need adjustment. Additionally, customer did not turn on the pump's control iq feature to help insulin deliveries. Bg was treated with intravenous saline and unspecified glucose treatment, and consumption of carbohydrates. Reportedly, customer left the ER 8 hours later with customer in stable condition (bg 399 mg/dl).